Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Pannus overgrowth was a complex process triggered by interaction between the host and the device and was highly variable among patients. Pannus occurred less than 12 months post implant was rare and suggests patient factors might have played a significant role. Additionally, calcification was a recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease stage, immune status, and other comorbidities), pharmacological, and intrinsic properties of the valve itself. An assignable root cause leading to the calcification/pannus and subsequent high gradients cannot be determined at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned, however, the analysis is still in progress. A supplemental report will be sent with the results of the analysis.

Event description:
Medtronic received information that approximately nine months following the implant of this transcatheter bioprosthetic valve, stenosis of the valve was identified, with a jet velocity of 3.8 m/s. The valve was removed and replaced with a non-medtronic valve. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve was returned with two loose pieces of pannus. All leaflets were in closed position however free margins were wavy, leaving gaps in between. All leaflets were stiff due to host tissue on the inflow and outflow. The leaflets appeared thickened. The tunica at outflow view appeared to have been infiltrated with thrombotic host tissue. Inflow aspects of the leaflets did not exhibit any thrombotic host tissue on the surface however, nodules of host tissue were found at the free margins. Minimal calcification found between leaflets 1 and 2. The commissures were covered with pannus. Glistening off white pannus lined the outflow crown extending down to the commissures. Pannus was also observed on the outside of the frame. Thrombotic host tissue observed on all outflow cusps in restricted leaflet movement. Remnants of pannus are observed along the inflow and outflow aspects of the frame. Radiography revealed calcification on the free margin of leaflet 2 and the calcification between leaflets 1 and 2. No calcification was found in the belly of the leaflets. Calcification was noted on one of the loose pannus pieces. If information is provided in the future, a supplemental report will be issued.